Event description:
The customer biomed reported that they were unable to hear any audio from the piic system. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.